Event description:
Complainant alleged that during a routine shift check by a clinician, the device had no pacer output and the display intermittently blanks out. The complainant indicated that there was no pt involvement in the reported failure.